Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 03/17/2022, it was reported by a facility representative via sems that a ar-6485 pump is producing a pressure fault alarm. This occurred during an unknown case, with no patient effect reported.